Manufacturer narrative:
Customer requested service evaluation on (B)(6) 2015 and (B)(6) 2015. No device malfunction was reported. Alarms were reconfigured at the request of the customer.

Event description:
The customer reported that printed reports from the (B)(6) station displayed an inaccurate heart rate. The customer reports that the subject of the reports had expired. Customer has not indicated that the event was attributed to the reported issue.